Event description:
It was reported while the sales consultant was demonstrating how the drill stop worked it was discovered that when the drill stop was slid over the drill bit the drill stop did not engage the drill bit. It was reported that the threads of the drill stop appeared worn. This event occurred with two different drill bits. This event occurred outside of the operating room and did not involve a patient or delay any pending surgery. . This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed there were no issues during the manufacture of the subject device that would contribute to the complaint condition. The subject device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the investigation could not be completed; no conclusion could be drawn, as no product was received.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.